Event description:
It was reported that pt presented w/fever, nausea and vomiting associated with pelvic abscess. Upon exploratory, mesh was said to be infected, with some bowel adhesions requiring small bowel resection and a "very small amount" of bowel was removed. Meshes (3) were explanted and replaced w/another prod.

Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.